Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, irrigation, temperature, and impedance test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The temperature and impedance test were performed and the device was found working correctly. No temperature or impedance issues were observed. Afterward, an irrigation test was performed and it was found partially occluded. Further investigation revealed reddish material occluding some of the irrigation holes. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since reddish material was found occluding the irrigation holes and pebax, these failures could be related to the temperature and foreign material issues respectively reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage and reddish material residues could be related to the manipulation and usage of the device during the procedure; however, this cannot be conclusively determined. The catheter instruction for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax issue. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the irrigation hole occlusion. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that a rapid temperature increase was displayed on the ngen monitor and ablation was cut off. They checked the irrigation of the catheter and blood was discovered in the tip of the catheter. They replaced the catheter and the temperature issue was resolved. The procedure continued. There was no patient consequence. The customer's reported temperature increase and blood in the tip of the catheter issues are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 28-jun-2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.